Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred start of year 2024.